Manufacturer narrative:
Na

Event description:
The user facility reports one incident of a leak between the arterial chamber and monitor line tubing. Due to potential for contamination, the blood volume in the extracorporeal circuit was discarded resulting in ebl = 250cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of the incident and therefore is not available for investigation. This MDR is filed for blood loss only.